Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported that they were given the incorrect freestyle libre product by their pharmacy. The report is as follows: " a "xxxxxxxx xxxxxxxx" ambulatory care coordinator identified after discussion with the patient/caregiver the need for an additional sensor for her freestyle libre continuous blood glucose monitor. The ambulatory care coordinator contacted the health system ambulatory pharmacist regarding the patient need. The health system pharmacist discussed the case with the patient. The patient stated she was in dire need for a replacement sensor for her freestyle libre. The health system pharmacist directed her to call the abbott customer care team ((B)(4)) to request a replacement sensor at no cost. The health system pharmacist called her back after one hour to follow up, and she was told by the customer care team that they cannot send her a replacement sensor due to her "state sponsored insurance plan". The health system pharmacist volunteered to find her a replacement sensor, but first needed to know if the patient had the freestyle libre 14 day or libre 2, so they asked her to take a picture of her device and send it via mychart. It appeared to health system pharmacist that the patient had the freestyle libre 14 day system from the picture of the reader, the patient told the health system pharmacist that a nurse for the prescribing endocrinologist looked at the pictures and told her that it was the libre 2, this confused the health system pharmacist because the pictures looked like libre 14 day reader. Also confusing was that the prescription was electronically submitted to the dispensing pharmacy pharmacist investigated the patient's freestyle libre prescription and it was confirmed that they prescription was electronically submitted for freestyle libre 2. However the pharmacy incorrectly dispensed a freestyle libre 14 day. The pharmacy acknowledged their error and agreed to provide the correct sensor. The following day. The pharmacy, the health system pharmacist called the patient to follow up. She mentioned that she did go to the pharmacy and her device was replaced with the correct freestyle libre 2, she mentioned that they only gave her one sensor with ther reader instead of the standard 30-day supply of two sensors. They told her that she is only allotted one sensor. The health system pharmacist called the dispensing another sensor due to financial loss to the pharmacy, after intense discussions. The pharmacy finally agreed to expedite ship an additional sensor to the patient's home at no additional cost, and the pharmacy will pay any expenses incurred." There was no adverse event or third-party intervention reported due to the issue. Based on the information provided, there was no report of serious injury associated with this event.